Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are you able to confirm where in the firing sequence the device jammed? Did the device lock-out (no staples deployed and no cut line started)? Did the device fully fired and was unable to be opened? If yes, how was the device removed from the patient? Were the device jaws able to be opened?

Event description:
It was reported that during an unknown procedure, the device stapler jammed after firing and was unable to open. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # p55p81. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge not loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.